Event description:
Allegedly, patient was revised due to : elevated blood and chromium ion levels; metal tattooing of the pseudocapsule; large fluid collection; psoas muscle; straw-colored fluid; corrosion; left hip trochanteric fracture; anterior discoloration: left.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-01363, -01364.